Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer PICC inserted (B)(6) 2025 but found retained foreign body (tls guidewire tip) fractured on (B)(6) 2025 via x-ray, confirmed via CT with contrast on (B)(6) 2025 and had to be retried on (B)(6) 2025. 2 piccs had to be used for original placement, 1st PICC placed on the right but difficulty beyond axella so that one was aborted and a 2nd PICC was attempted and successfully placed on the left.